Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay- user/pt contacted lifescan and alleged that a one touch ultramini meter read inaccurately erratic. The pt indicated that the alleged issue started one week prior to contact lifescan, at an unspecified time. The pt reported blood glucose results of "367 and 160 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology , the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt denied developing symptoms or taking any actions related to diabetes treatment as a result of the alleged issue. However, at an unspecified time during the evening of the same day, the pt claimed that she had a doctor's office visit because of the alleged issue. The pt claimed that her blood glucose was tested on a doctor's/clinic's meter but the result obtained was not provided. The pt claimed that she received 10 units of insulin (unk type) due to the alleged issue. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, why the pt had the doctor's office visit, what her blood glucose reading was from the doctor's office, what type of insulin she was treated with, and why she was treated with the insulin. In addition, it would have been helpful to know what meter readings the pt obtained prior to going to the doctor's office, what time the alleged issue began, and what actions she took before going to the office. The pt did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment from a health care professional (hcp) as a result of the alleged issue.